Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty "locking" the cartridge into place when loading it onto the pump. The customer changed the cartridge to address the issue. Customer's blood glucose level was 201 mg/dl.